Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event where the infusion set cannula was found bent on (B)(6) 2026, which resulted in hyperglycemia. For the treatment of hyperglycemia he just drank water and didn't eat anything cause he couldn't deliver a bolus nor did he had a pin so he didn't do anything so he wouldn't provoke any higher hbg levels.